Manufacturer narrative:
Device 3 of 8 e1: complainant city:(B)(6). H6: health effect - clinical code: as per the information provided by complainant, for the skin macerated issue, the health effect - clinical code e1726 (skin maceration) has been added in h11, as it is not available for selection. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: packaging process performed in the ffs #1 line: lot 4f05151, order (B)(4)., material 1709717, was manufactured on 25/jun/2024 in the ffs #1 manufacturing line, with a total of (B)(4) market units (mkus). The senior complaints engineer performed a batch record review on 31/jan/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Thermoformed adhesive disc assembly process performed in the accordion assembly line: the subassembly lot 4f04454 and 4e05652 manufactured in the accordion assembly line manufacturing line. The senior complaints engineer performed a batch record review on 31/jan/2025 and it was confirmed that the applicable procedures were followed, the materials were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Extrusion, lamination & cutting process performed in the elc #6 and elc #7 line: the subassembly lots 4e03243, 4e00584, 4e03013, 4e03229 and 4e05264 manufactured in the elc #6 and elc #7 lines. The senior complaints engineer performed a batch record review on 31/jan/2025 and it was confirmed that the applicable procedures were followed, the materials were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Historical complaints review: on 31/jan/2025, senior complaints engineer ran a query in database in order to verify if additional complaints were reported for the lot 4f05151 for the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿ and no additional complaints were identified. Historical nonconformance review: on 31/jan/2025, senior complaints engineer ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿ for the lot number 4f05151 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lots. Current quality controls: based on the process instruction of the line the following test is performed in the manufacturing line, in order to identify this failure mode in our manufacturing process: test methods (tm) - ¿visual nonconformities - laminated adhesive products¿: identify nonconformities as needed for removal during subsequent process steps. All products must comply with visual standards. Defect rate analysis: there have only been 8 defective parts confirmed to date from a lot size of 20,200 products. (B)(4). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 4.0. To date, it is well within our accepted acceptable quality level (aql) for this type of failure mode or defect. Conclusions: the review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿. The defect rate is well within the acceptable quality level (aql) for this defect which should be (B)(4) based on the test methods (tm). Based on the above, this failure mode could not be related to the manufacturing process. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that the moldable part of wafer begins to crumble immediately as soon as the molding starts, tightening and overlapping the stoma. This leads to infiltration in the plate, requiring its replacement before it opens. The main problem was the impact on the skin, which didn't like such frequent changes. The moldable hydrocolloid breaks down, it didn't adhered to the skin and the stool ended up passing through the skin resulted in leaving it macerated and causing the plaque to peeled off after a few hours. The product was used for eight hours and previously lasted for three days. The product was using the product for a few months with good results. The photographs depicting the issue were received from the complainant.